Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, non-obstructive urinary retention. The advanced evaluation began (B)(6) 2021. It was reported that the patient mentioned they has a lot of spasm after using a catheter. The patient had to use a catheter at 4:30 a.m. On (B)(6) 2021. The patient mentioned that there was something loose after the surgery, like a piece hanging. The patient was able to have their husband hook it back up. The patient said they had the device off for about a day and a half. The patient mentioned that the stimulation was at 0.8 or 0.9, and this all happened on (B)(6) 2021. On (B)(6) 2021, the patient had a bowel accident and was not sure if the device was helping them. On (B)(6) 2021, the patient said they got an urge at 4 a.m. To go and had an accident. They turned stimulation down to 0.7 after that, as they were not sure if it was up too high. The patient mentioned that they were afraid to have an accident and afraid to sleep since that horrible accident (B)(6) 2021. The patient also mentioned being allergic to the tape they used to bandage them up. They were getting watery blisters that pop with watery blood around their buttocks area and get the bandage wet. The patient said was worried for an infection. The patient said that they refused to use their tape that they were not allergic too after the procedure. The patient also mentioned that they stopped using catheters prior to the procedure because they would cause infections. Support link referred to the patient to their doctor for further information regarding their medical concerns. On (B)(6) 2021, the patient stated that they were in severe pain after the surgery, mostly in their left arm, as they have a history of shoulder trouble. The patient experienced a big bowel accident and urine accident during the evaluation.